Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the handheld cable was frayed with exposed wires. A known good handheld was used during the investigation due to observed damages. No loss or interrupted power was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the cord of the handheld device. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.